Manufacturer narrative:
Device evaluation in progress.

Event description:
Information received indicating that this cadd solis hpca pump over delivered. It was stated that the reported event occurred during testing. There was no patient involvement during the reported event.

Manufacturer narrative:
One cadd solis hpca pump was returned for analysis with lens damage. Accuracy testing was performed to verify the reported issue of accuracy failure. The reported issue was not verified and could not be duplicated and the accuracy was within spec.